Event description:
The customer reported having an error 00001 in the system log.

Manufacturer narrative:
The customer reported having an error 00001 in the system log. The customer reported evaluating the device and getting an intermittent cycle power message, error 00001. He replaced both the battery and the power pca to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.